Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this cardiac resynchronization therapy defibrillator (crt-d) had a monitoring voltage of middle of life (mol) upon interrogation prior to implant.